Manufacturer narrative:
(B)(6). The device was manufactured between 14 mar 2019 and 18 mar 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. After the expected therapy time of 48 hours, approximately 30ml (or 25% of the solution) had not infused. The device was filled with 5-fluorouracil diluted in 0.9% sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.